Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 33.4 cm. An external insulation abrasion breaching the optim sheath was noted at 12.0 cm to 12.3 cm from the connector pin consistent with friction to device can. The silicone insulation was not breached in this region.

Event description:
This report is to advise of an event observed during analysis.